Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of necrosis is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: "steatonecrosis".

Event description:
Patient representative reported left side anxiety about recall, ¿bilateral steatonecrosis, which is an inflammatory process", ¿patient has lived with constant anguish since became aware of the risks that affect, as well as the pain", ¿bilateral simple cysts¿,¿at the junction of the upper quadrants of the right breast, in the posterior third, and in the supero-lateral quadrant of the left breast, also in the posterior third, there are two hypointense nodules in t1 which show a discrete, persistent ring enhancement, measuring 0.8 cm and 0.7 cm in the topography of the area of steatonecrosis described in the mammogram" has been assessed as not device related, ¿there is a thin reactive pericapsular liquid lamina bilaterally¿, and ¿isolated calcifications bilaterally." Device remains implanted.